Event description:
The graft was implanted to repair an aortic aneurysm. When the clamp was released blood leaked (quantity unknown) from holes in the bifurcation. The holes were repaired with sutures, and the leakage stopped. The anastomosis was finished and the graft was left in. The patient's condition is good.